Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported being injected around the eyes with three syringes of juvéderm voluma® xc. 2 weeks later, the patient had ¿had a terrible reaction to it¿. The patient described the reaction as ¿3 huge pustule boils¿ underneath the eyes, 2 on one side and 1 on the other. The patient added, ¿I looked like the elephant man. I can¿t open the mouth all the way and there are 2 huge bumps on the side of my eyebrows, 2 weeks later,¿ 2 weeks later. The patient was treated with antibiotics. Their ¿plastic surgeon drained the boils twice and sent it off for testing but there were no results because the patient was on antibiotics already.¿ the symptoms are ongoing.